Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the product release decision control sheet of the product code/ lot # combination was conducted with no findings. IFU states: do not use in highly tortuous or highly calcified lesions and/ or vessels proximal to the lesion which could prevent proper pre-dilatation. It is likely that the stent got elongated and the proximal side of the stent got shifted proximally (inside destination) by the following mechanisms: when the delivery system was subjected to pulling force while the stent was being released; when the delivery system was subjected to withdrawal force while the stent was in the state of having been released inside the destination. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the r2p misago was used during the procedure; contralateral access, femoral approach; with no stand-by iliac misago. They found the proximal marker was located more proximally than expected and felt something unusual. Upon examination they found misago stent had been elongated. It appeared that the elongation was caused by the delivery system. They believed that the stent became fractured at the mid part where the mesh became sparse due to the elongation. They attempted to retrieve the proximal piece with a snare; however, this caused the stent to be elongated further. Afterward, the stent was confirmed not to have been fractured on ivus. They inserted guide wires from both legs to deliver biabhan stents from both sides. The actual misago stent was overlapped by them, and the procedure was finished. The procedure was completed successfully. The final patient impact was not reported.